Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain and pelvic discomfort outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: with filling defect in uterine cavity at fundus and no evidence of free spill suggesting closed tubes. Ultrasound scan vagina - in (B)(6) 2011: results: good results. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received- outcome of dyspareunia, pelvic pain updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since 2014. In february 2011, the patient had essure inserted. In april 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In may 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, abdominal pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in april 2011: good results 02-may-2017: hsg: assessment: hysterosalpingogram with filling defect in uterine cavity at fundus and no evidence of free spill suggesting closed tubes . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation . Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs: added patient demography (height) and added lab data., event added:- discomfort. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since 2014. In (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 4-apr-2018: medical record received. Event uterine perforation was added, concomitant condition added. Lab data updated. Product, patient & reporter information updated. On 4-apr-2018: plaintiff fact sheet received. Processed with fu 02. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery to remove essure on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.